Event description:
During removal from the plastic sleeve, prior to utilizing in the pt, the coil separated/dislodged from the delivery system.

Manufacturer narrative:
The introducer was not separated from the delivery system and the operator attempted to remove the dcs per (IFU) info for use guidelines. The coil was not intact, since it was not mounted on the gripper. The coil came out, however, there were no issues with the coil (kinks, bends, elongated or unraveled, etc). The involved product was discarded in the hosp. The product will not be returned for eval and testing. Add'l info will be submitted within 30 days upon receipt.